Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wearable failure occurred. The g7 wearable was received and evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. Data log analysis was performed and failed. Performance data was reviewed. The customer's complaint was confirmed because a failure was found during testing. The probable cause was determined to be very low count aberration. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient had two wearables failures. The patient was also wearing an omnipod insulin pump. At an unspecified time after the wearable failure, the patient felt unwell. His sensor was also replaced. The patient¿s endocrinologist was contacted and it was advised the patient check for urine ketones and to test her bg meter reading, which was over 600 mg/dl. The doctor then advised the patient take 20 units of lantus and 7 units of novolog and then go to the emergency room (ER). The patient was then brought to the ER. At the ER, the patient¿s bg meter reading was taken (no specific value was provided) and several labs were done including, ketones, cbc differential, blood gases, a urine screen, and a ¿metabolic stat¿. The patient was diagnosed with dka and treated with lispro, humalog, and humalin r insulins. On the reporter¿s follow app, the patient¿s cgm value was 67 mg/dl during the call. The patient was discharged on 03/26/2026. The patient was also feeling better at the time of follow-up. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be very low count aberration. No additional event or patient information is available.